Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient had pain at the insertion site. He stated the sensor could not warm up. When he removed the sensor, he could not see the sensor wire. He had an x-ray, and also had an ultrasound to pinpoint the location of the wire. He underwent a surgical procedure to remove the wire and had seven stitches. The wire was found at the insertion site 30-40 mm deep. He had minor pain but took some pain relief medication. At the time of the report, the patient was stable and improved. No product was provided for evaluation. The allegation of a detached sensor wire was confirmed based on the surgical removal of the sensor. The probable cause could not be determined. No additional patient or event information is available.